Event description:
Patient reported left side rupture diagnosed via ultrasound. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The events are no longer reportable as the device is not PMA approved.

Manufacturer narrative:
The events are no longer reportable as the device is not PMA approved. Additional, corrected and/or changed data: b.5, d.1, d.2a, d.2b, d.4, g.4, h.4.

Manufacturer narrative:
Correction to g.3 aware date of supplemental #1. Aware date should have been listed as 19/dec/2024.

Event description:
The events are no longer reportable as the device is not PMA approved.